Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported the surgeon was implanting a cervical screw and the screw driver was not retaining the screw. The surgeon completed the surgery by picking up the screws by hand and then securing them in place with the screw driver. The surgery was completed with no harm to the pt. The post operative x-ray was negative for foreign bodies.